Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 26x3/8 ib leaked. The following information was provided by the initial reporter: "it was reported that insulin was leaking out of the needle hub when she was attempting to fill her cartridge. Event description per attached email states: "caller reported insulin leaking out of the needle hub when she was attempting to fill her cartridge. No trouble shooting was performed as issue was in the past. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot#: - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution - caller changed her needle and was able to successfully fill a cartridge. No further action required. Cts to send replacement.""